Manufacturer narrative:
(B)(4). Conclusion: 67, 92 no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh on (B)(6) 2011. It was reported that due to lesions with exposed mesh, status/post sub urethral sling implantation, the patient underwent cystoscopy, right retrograde pyelogram, ovarian cystectomy and right salpingo-oopherectomy and monarc (ams) was implanted on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a total laprascopic hysterectomy, and b/l salpingectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent lysis of adhesions and lso on (B)(6) 2012, due to persistent pelvic pain, left adnexal mass. No additional information was provided.